Manufacturer narrative:
Because the potential for surgical intervention exits to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this event is reportable per 21 cfr part 803. Typically, rotary niti file separations that result in injury are reported via asr exemption # (B)(4). However, due to the unusual circumstances of this event, it is being reported as an individual MDR. The device was not returned for eval and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
In this event the dentist reported that a protaper universal rotary niti file separated during treatment. The pt, who is allergic to nickel, "got a swollen cheek after the treatment". The cutting part of the protaper universal rotary file is made of a (B)(4). The event outcome is unk as of this MDR eval.